Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a multi-access arteriotomy closure of the left and right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, four proglide devices were successfully pre-placed. However, after removal of two devices, it was observed the foot plate was slightly opened. The sheaths were upsized to 12 on the right side and 16 on the left side. The procedure was completed and hemostasis was achieved with the pre-placed proglide devices. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.